Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. It was determined that this was due to calcification on the lead. A commanded shock was performed in order to evaluate the lead. At this time, this lead remains in service. No further adverse patient effects were reported.